Event description:
The customer reported being hospitalized due to low blood glucose of 62mg/dl. The customer stated that she was vomiting and passed out. The customer was experiencing unexplained low glucose for the past day. The customer's most recent glucose reading was 207mg/dl, and she has treated with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. The customer stated that she was receiving some auto off alarms. The customer stated that doctor had set it to twelve hours, but when it was checked no settings were found. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.